Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic analysis of the returned device revealed there was a blood like substance visible in the guide wire lumen. The shaft had multiple kinks 26-34 cm from the tip. The device presented no evidence of any material or manufacturing deficiencies contributing to the reported event. The inner diameter (ID) of the tip and wire exit notch were measured and met specifications. The guide wire was not returned for analysis. A new .018" guide wire was advanced all the way through the wire lumen with no resistance encountered. The manufacturing batch record review confirmed that the device meat all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited to due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure the catheter became stuck on the guide wire. During the procedure a f/g, sterling, mr, 3.0 x 40/135 (4f) balloon catheter became stuck on an unknown 018 guide wire. The devices were removed together. The procedure was completed with another of the same devices. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure the catheter became stuck on the guide wire. During the procedure a f/g, sterling, mr, 3.0 x 40/135 (4f) balloon catheter became stuck on an unknown 018 guide wire. The devices were removed together. The procedure was completed with another of the same devices. No patient complications were reported and the patient's status is ok.